Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed completely and the procedure was completed with another of same device. There were no patient complications and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 10mm from the tip of the device, there was a partial circumferential tear. Product analysis confirmed the reported burst, as there was a partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed completely and the procedure was completed with another of same device. There were no patient complications and the patient was in good condition.